Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius regional equipment specialist (res) was called onsite to repair a 2008 t hemodialysis (hd) machine that had saline bag backfill. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. The res found probe six (6) incorrectly connected to the static board. The static board was replaced and probe 6 reconnected to resolve the issue. The system was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. The system has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res found probe six (6) incorrectly connected to the static board. The res replaced the static board and reconnected probe 6 to resolve the issue. Following part replacement, functional testing performed by the res and confirmed the machine was operating properly. The unit was returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res replaced the static board and returned the machine back to service. Therefore, the complaint has been deemed confirmed.